Event description:
Report rec'd of a water bottle that leaked while in use. The consumer reported that they placed the water bottle on their back. Pt then noted that it had "gotten their bed all wet." The consumer reported that the leak was from the "plug" of the device. There were no reported adverse pt effects and no medical interventions were required. Though requested, no add'l info was provided.